Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as directed in the user's guide. No problems were identified during evaluation of the returned cartridge. The alarm was most likely the result of improper loading of the dialysate disposable. Facility staff reported that the pt's symptoms were not related to nxstage therapy or device. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred at the start of a routine hemodialysis treatment. While troubleshooting the alarm, the pt began to feel sick and vomited. The pt was disconnected from treatment and reported having diarrhea. Rinseback was not performed resulting in an estimated blood loss of 45cc. No medical intervention was required.